Manufacturer narrative:
On april 17, 2024, mentor received additional information as to what the impacted device could be. Two device lot numbers were provided (5764120 & 5757855) that is associated with a mentor smooth round high profile saline breast prosthesis (catalog number 3503330). The device information in section d has been updated to reflect this additional information. A manufacturing record evaluation was performed for the finished device lot 5764120 number, and no non-conformance's were identified. Manufacturing date: july 30, 2007 expiration date: july 29, 2011 a manufacturing record evaluation was performed for the finished device lot 5757855 number, and no non-conformances related to the malfunction were identified. Manufacturing date: june 26, 2007 expiration date: june 15, 2011 manufacturer¿s reference number: (B)(4). The reported patient's age at the time of event has been updated to 42.

Manufacturer narrative:
On may 06, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline breast prosthesis and experienced capsular contracture (baker grade 4) and a deflation on the right side post-operatively. The patient had hardening with scar formation as well as mild to moderate pain with great rippling. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 450cc mentor memorygel xtra breast implant with lot number 9977343 and serial number (B)(6).

Manufacturer narrative:
On may 07, 2024, the mentor failure analysis lab has received two devices for evaluation. Since the lot/serial number of the affected device is unknown, both devices will be evaluated. On may 08, 2024, the evaluations for the devices were completed. The evaluation summary for both devices is the same. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 330cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.   As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).